Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A longevity calculation confirmed that the device was depleting normally. The allegations from the field against this device were not confirmed or duplicated during detailed analysis. It was concluded that this device met specification.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) exhibited high out of range (oor) pacing lead impedance (pli) and loss of capture (loc). No asystole was observed. This device was explanted. No adverse patient effects were reported.